Manufacturer narrative:
Reported event: an event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw, consistent with the event description. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. Conclusions: the root cause was determined to be application of excessive force by the user. Product surveillance will continue to monitor for trends. Corrective action: a CAPA was performed an investigation into reports of fractured trident driver tips. The investigation found that the failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. An ecn was implemented on may-2005 to improve the fit of the driver tip and screw head and reduce the likelihood of driver tip deformation. Although the design was improved, the results of the design validation testing indicated that the tip remained susceptible to deformation at extreme angulations of the driver tip within the screw head. The design intent of the driver tip is to deform rather than to deform and/or break the screw (implant).

Event description:
Tip of acetabular (torx) screwdriver broke. Tip remained inside of head of screw. Unable to remove.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Tip of acetabular (torx) screwdriver broke. Tip remained inside of head of screw. Unable to remove.